Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during a secondary infusion of magnesuim sulphate running at 20 ml/h, the user noted that the drug was mixing with the normal saline from the primary. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Concomitant product(s): 100ml IV bag of nacl; therapy date (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. A visual inspection of the samples noted that the drip chamber of the secondary IV bag had been almost completely filled, the drip chamber of the 2420-0007 was half filled. Both IV bags were then hung in order to perform a gravity infusion, with the secondary set placed 25cm higher than the fluid line of the primary IV bag. The roller clamp of the secondary set was released and immediately fluid was noted to enter the primary line beyond the back check valve (bcv) causing the drip chamber to fill. The root cause for the back flow could not be determined.